Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Medical records identified the following : the patient underwent a left total hip arthroplasty on an unknown date due to osteoarthritis. The patient was revised due to failed hip arthroplasty. During the procedure, metallosis and soft tissue reaction were observed. MRI revealed fluid collection, and early pseudotumor formation. There was corrosion at the head-neck junction. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices: item #: unknown, unknown stem lot #: unknown; item #: unknown, unknown cup lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03516, 0001825034 - 2020 - 03517.

Event description:
It was reported that the patient had an initial left tha on an unknown date. The patient was revised on due to metallosis, altr, implant wear, in-vivo corrosion, pain and pseudotumor. No additional information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D10: 15-106050 m2a-38 cup 125500. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records and examination of sample. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. An m2a 38mm mod hd -3mm nk, part # 11-173661 from lot 254180, was returned and evaluated against the complaint. Visual inspection found the outer radius of the head to be scratched. The outer radius is also scuffed such that the finish has become dull. Yellow-brown debris similar to that found on the shell is present inside the taper of the head. A gouge is located near the opening of the taper. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.